Event description:
The shunt was implanted in 1997 and revised in 2001 due to peritoneal catheter fracture. A CT scan was performed and demonstrated progressive ventriculomegaly. The pt showed signs and symptoms of shunt malfunction and fluid collection around shunt. The peritoneal catheter had fractured at the distal end of the valve.